Event description:
It was reported that labelling issue occurred. During inspection of device packaging for a 3.00 x 32mm promus elite drug-eluting stent, it was noted that the expiration date on the label was incorrect. The device was not used. There were no patient complications.